Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0xtn5, implanted: (B)(6) 2015, explanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that the patient had heating at the pocket site and the system was therefore fully explanted. The heating issues started right after implant in (B)(6) 2015. The manufacturing representative was made aware of the issues during a reprogramming session in (B)(6) 2015.